Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.5., d.6b., h.6.

Event description:
Patient's representative reported a ¿capsular fibrosis ii", "burning pain in the breast", "anxiety", "depressive episodes", "rupture" and "thyroid carcinoma". This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient's representative reported a ¿capsular fibrosis ii", "burning pain in the breast", "anxiety", "depressive episodes", "rupture" and "thyroid carcinoma". This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported a ¿capsular fibrosis ii", "burning pain in the breast", "anxiety", "depressive episodes", "rupture" and "thyroid carcinoma". This record is for the right side. Device remains implanted. The device will not be returned.